Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a concomitant case using farapulse and watchman left atrial appendage closure, a farawave ablation catheter was selected for use. During device deployment, a pericardial effusion was noted and a pericardiocentesis was performed. No further information was provided. On (B)(6) 2025, per gfe: this was a concomitant case in which farapulse was used for the pvi then the farapulse catheter was removed and a wm trusteer sheath was placed into the la. Both the pvi and the watchman case were completed. During the watchman implant portion of the procedure. However, the implanter determined that there was no pericardial effusion due to the fact that no blood could be removed from the pericardium. During the watchman implant which required a second tsp and a total of 4 device repositions, the echo physician noted a pericardial effusion. No drop in bp or other signs of cardiac tamponade were noted. But due to the observation by the echo physician the implanter decided to do a pericardiocentesis but did not find blood in the pericardium and completed the procedure. The device was implanted so nothing will be returned. The versacross wire was used to exchange the farapulse catheter for the trusteer catheter. No effusion was confirmed. Catheter was at the ostium of the laa.